Event description:
A surgeon reports performing a lens exchange for a patient several years following initial intraocular lens (iol) implant surgery due to the patient's complaint of seeing a dark shadow. Additional information including the patient's current status has been requested.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation.